Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
A patient in the EU of unknown age received hemodynamic support from an impella cp pump due to acute myocardial infarction/cardiogenic shock. A ¿purge pressure high¿ alarm and a purge line leak have been reported. The impella cp was removed and replaced with a new impella cp. The patient suffered no harm as a result of the incident.

Manufacturer narrative:
The investigation of purge leak ¿ pump and high purge pressure has been completed. The product was returned and investigated. Data logs show a gradual 2-hour rise in purge pressure, followed by pump flow saturation and pump stoppage, with several high motor current alarms. Biomaterial was observed in purge gap. A crack was found in the filter, causing purge fluid leakage. Further investigation revealed blood in the purge line. The pump stopped due to damage to the sidearm filter, which allowed blood to ingress into the motor housing. This also caused the high purge pressure. The pump stopped due to damage to the sidearm filter, which allowed blood to ingress into the motor housing. This also caused the high purge pressure. D6a/d6b added. D9 date device returned to manufacturer added.